Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, yellow particles and missing piece of the shell. A microscopic analysis was performed and found a sharp opening. A dimension measurement in the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is a sharp opening on the radius due to an unidentified (tear) opening and missing piece of the shell due to inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.